Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was readmitted due to suspected pump thrombus. The patient is on dobutamine for right side heart failure, his lactate dehydrogenase (ldh) is elevated at >2000 u/l, his urine is black, his liver function tests are elevated and he has worsening kidney function with a creatinine level of 3.57 mg/dl. The patient is being treated with IV integrilin and angiomax. Further information was not provided.

Manufacturer narrative:
The report of suspected pump thrombosis could not be confirmed and a correlation between the device and the patient¿s outcome could not be determined because the pump was not available to be returned for evaluation. The instructions for use lists device thrombosis, hemolysis, right heart failure, and renal failure as potential adverse events associated with use of the heartmate ii lvas. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information: no further information was provided. A supplemental will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the patient expired on (B)(6) 2015 due to cardiac arrest and multi organ failure. It was reported that during (B)(6) 2015 hospitalization for suspected pump thrombus, the patient was not a candidate for a pump exchange and during that admission the patient put in for a dnr. The patient was discharged home under hospice care at an unspecified date. The patient was reportedly readmitted at an unspecified date for an unspecified reason after (B)(6) 2015 admission but was discharged home and later expired. There was no indication that the reported suspected pump thrombus caused and/or contributed to the patient's death. The pump was not explanted.

Manufacturer narrative:
Approximate age of device: 10 months. (B)(4). The patient remains ongoing and continues on lvad support. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.